Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 11500aj pericardial aortic valve, implanted approximately three (3) years, was explanted due to aortic stenosis secondary to structural valve deterioration. The device was replaced with a 21mm non-edwards device with no patient adverse event reported. The patient status was reported as recovered. The device will be returned for evaluation.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H3: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. The x-ray demonstrated the wireform was pushed inward around leaflet 2; the vfit cocr alloy band was not expanded. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surfaces of leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Calcification and host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 7mm tear down the mid section and a 3mm tear near commissure 3; calcification was evident at the tears. Sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was exposed on commissures 1 and 3 and around all three leaflets on the outflow aspect. Updated sections: g3, g6, h2, h3, h6 device code(s), and type of investigation.